Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 069 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: during investigation, the pump powered on with the display remaining blank. The alleged call service alarm issue was unable to be investigated due to the blank display. The pump was opened and a cracked eeprom components was found. The cracked component was the apparent cause of the blank display, and the inability to download the pump history.